Event description:
It was reported that a user announced a meal on the ilet and the device delivered approximately 13% of the expected meal dose without any occlusion or other alerts, after which the user experienced high blood glucose that reached 343 mg/dl for about three hours. Symptoms included hyperglycemia without loss of consciousness, dka, or other acute complications. Outcomes included device high-glucose alerts above 300 mg/dl for over 90 minutes, no use of backup therapy, no ketone testing, no medical intervention, and subsequent stabilization of glucose levels. Investigation included review of device notifications and history, a follow-up assessment of glucose trends, and user education to avoid repeating the meal announcement because the ilet had already registered the announcement and would account for undelivered insulin. Investigation of this case revealed no device alarms or confirmed occlusion and no component malfunction identified, with the event characterized as hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.